Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of nonsustained oversensing due to myopotential oversensing was observed on the device. Patient was asymptomatic and pacemaker dependent. Programming changes were made. Patient was stable and will continue to be monitored.